Event description:
It was reported per field service report that the pump was no a pt. The console would not "pump". There were no problems found during functional testing. Battery check was performed. The system was functional.

Manufacturer narrative:
Product will not returned for evaluation.